Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report. The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on (B)(6) 2019 and it passed suction and cycle specifications. The customer's report of low suction could not be confirmed medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On (B)(6) 2019, the customer alleged to medela llc that she was having low suction with her pump in style breast pump, even after changing out the parts. The customer additionally alleged that she developed clogged ducts and pain, for which she was taking an antibiotic.